Event description:
The customer reports back to back results of 44 and 75 mg/dl. No report of an adverse event. Controls run during troubleshooting were in range. Returned requested and replacement was sent.